Event description:
The catheter was placed in 2007 at hospital. The baby was transferred to medical center in two weeks. On admission, it was noticed that the catheter had broken. The catheter was removed with forceps. The portion of catheter removed measured 22cm with the distal end not rugged and it appeared to have been trimmed before insertion. Contact to hospital was made and it was stated that the catheter was never trimmed. X-rays were taken the same day to try and locate any pieces of catheter and it was determined that no pieces of catheter remained in the baby. No harm to the pt.

Manufacturer narrative:
One used unit was received 05/07/2007 and sent for decontamination. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 05/09/2007.